Manufacturer narrative:
H2: corrected information in h6 (investigation findings). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the device on top of its packaging; the suture and both anchors are outside the needle. The part and lot numbers are visible and match the reported information. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a meniscus suture procedure, both t-implants of the fast-fix flex curved fell off at the same time as the first deployment. T-implants were removed from the patient with suction. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: case- (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported devices were received for evaluation. A visual inspection revealed two insertion devices were returned together in a single original packaging with the batch number of the complaint on the label. The first insertion device had no visible defect. The second insertion device's orange deployment plunger is pushed forward in a deployment position. A single set of t1, t2, and suture was returned. The knot is tightened down. Neither implant had a visible defect. A functional evaluation was performed on the returned device and found the first insertion device cycles as intended. The second insertion device will not cycle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle.). Based on this investigation, the need for corrective action is not indicated.